Manufacturer narrative:
Batch review performed on 25 february 2019: lot 1854516: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, no other similar event has been reported on this lot.

Event description:
During surgery the locking ball and the spring fell out of the handle while a nurse wanted to remove the broach from the handle. There was a delay of max. Five minutes. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger is come apart. It is possible that this occurrence could have been influenced by variation in production/assembly, however this cannot be confirmed.